Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation team was not able to reproduce the error message with the received transducer. The transducer was functioning as designed. The system logs were not able to be obtained to investigate any further. The transducer was replaced to address the customer's immediate concerns. The replacement transducer is in service with no reported similar issues.

Event description:
It was reported that the epiq 7c ultrasound system, being used with an x8-2t transducer, was not available for use during a CABG (coronary artery bypass graft). The system displayed an error message and was replaced to complete the procedure. There was no patient or user harm. A replacement x8-2t transducer was shipped directly to the customer to resolve their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.